Event description:
It was reported that the cement could not be processed because it solidified too quickly. Due diligence is in progress for this complaint; to date no additional information or product has been received..

Manufacturer narrative:
(B)(4) report source: foreign: germany. The device will not be returned for analysis; however, an investigation of the reported. Event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. Device evaluation could not be performed. A retain sample of batch has been tested in the laboratory under standardized conditions. No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.